Event description:
It was reported that the patient experienced asystole during episodes of noise which resulted in oversensing on the right ventricular (rv) channel. Insulation damage of the rv lead was suspected but not confirmed. A revision surgery was performed. The rv lead was capped and replaced to resolve the event. The patient was stable.